Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified rasp cutting teeth are dull and worn. Flat surface around the etch shows indentations from previous uses. Post is confirmed to be fractured away from the rasp. Post shows galling and gouges from use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rasp collar fractured during the preparation of the prosthetic implant. The rasp remained in the femoral canal and then removed without a problem. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: italy. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.